Event description:
On 04/15/2024, it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpion needle broke off at the tip inside the middle of the scorpion during a meniscal root repair procedure on (B)(6) 2024. They were trying to get it out, but it was lodged in there too tightly. The patient was not injured. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 7 of 10.